Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
During the implant procedure, the sensor was deployed, but could not be calibrated. The implant preparation, access, and vessel selection went as expected. The cardiomems sensor was deployed in the right pulmonary artery, and the guidewire and delivery catheter were removed. The hospital unit was placed under the patient to calibrated, but a pulmonary artery waveform could not be found. The patient was x-rayed, and the cardiomems sensor was found to have moved distally in a small vessel. The case was abandoned without calibration of the sensor. The sensor was implanted but would not be calibrated.